Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm during testing noted. No unexpected numbers ramping/scrolling on their own noted. Insulin pump received with cracked case on display window corner, cracked reservoir tube and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 320 mg/dl, which was treated with manual injection. No significant events leading to the alarm were observed. The customer stated that she was trying to give a bolus, and when she pressed the up arrow key, the device had scrolling numbers leading up to the button error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.